Event description:
Physician reported that his patient is complaining a lot about visual loss in the right eye, and he believes it can be the central area of the tecnis eyhance intraocular lens (iol). The other eye of the patient with the same iol is perfect. Per follow-up, the explant was performed on (B)(6) 2021. Lens was replaced with another johnson & johnson zcb00 22.0 lens (different model and lower diopter). The explant was successful and the patient does not complain anymore.

Manufacturer narrative:
Weight, and ethnicity: unknown/ not provided. Implant date: if implanted, give date: not provided. Telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.